Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a meniscus refixation surgery it was noticed that the shrink tubing on the blade is irreparably damaged. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, excalibur, 3.8 mm x 13 cm, ar-8380ex / batch 15188000, was received for evaluation. Upon visual evaluation, the teflon on the inner tube was bunched on the proximal end. The distal tip of the inner tube was also corroded significantly. Function testing was not performed due to the damage to the device. Dfu-0215-eor1_fmt_en; f: precautions; 12 states: " if disassembly of straight devices is required to remove a clog, care must be taken to prevent damage to the teflon tubing on the inner tube during re-assembly." The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device, as the user damaged the shrink tubing likely by trying to reassemble it, thus causing it to bunch.